Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2015 with the following findings: black box shows evidence of power interruptions. The battery compartment is cracked from threads down to the case seal on the side, returned battery cap¿s threads are stripped, the battery cap is unable to fit to the pump -¿power¿ complaint is duplicated, test cap was able to fit to maintain electrical connection, , no further power interruption or alarm occurred during the investigation.-the pump¿s cover was removed, no intermittent condition. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.